Manufacturer narrative:
This is being reported for a problem found earlier. Investigation revealed that there was no system malfunction. This scan was then overlaid with the planned screws. This overlay showed that, multiple screws were slightly misplaced in various directions while compared to the plan. Misplaced slightly superior, while was slightly more medial. The placed screw was also slightly medial compared to the plan, while was accurately placed to plan. Various screw trajectories being placed in differing directions when compared to the plan can be symptomatic of uneven retraction during screw placement in open cases or skiving during screw placement. If the user is experiencing excessive deflection or skiving, force is indicated by the force meter on the bottom right-hand side of the screen and a warning will be presented on the bottom of each trajectory view during navigation. Ultimately, the misplaced implants were revised intra-operatively and there was no reported adverse effect to the patient. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.

Event description:
The case was an l4-5 open tlif with creo one and rise hardware. The workflow was booked as preop CT, yet after multiple failed merge attempts, an intraop case was created and the o-arm 2 was used for registration. Dr. (B)(6) had already placed the drb using the regular quattro spike at right side psis. The sm was at left side psis, yet in the rush to adapt and switch workflows, unfortunately I forgot to reset it for this case. I coached dr. (B)(6) through positioning of the ict frame on the quattro spike. I helped the scrub reverify all instruments, I took the surgical snapshot, and the o-arm was brought in for registration. O-arm registration was successfully transferred to egps via usb. 6/7 fiducials were auto detected and verified by me. Dr. (B)(6) confirmed navigational integrity through landmark checks with the landmark probe after removing the ict. He then instrument planned all his trajectories. Dr. (B)(6) instrumented all screws with the 4.5 high speed drill, 3.5 reaming drill and creo amp driver. Throughout navigation, I did not observe any spiking in the deflection or offset meters. Green borders were present throughout navigation. It is my opinion that dr. (B)(6) had very good drill technique, and he was resettling the foot pedal between most instruments. Following screw placement, the post-op o-arm spin revealed that the l4r screw was ~ 1-2 mm medial of the plan. The rest of the screws resembled the plan and looked good. All screws stimmed > 20, and it is unclear to me if the medial wall was in fact breached. Regardless, it is clear that the l4r screw was ~ 1-2 mm medial to the planned trajectory, and that is a noteworthy shift. Dr. (B)(6) replaced the screw by adjusting his planned l4r trajectory under the same registration. The replaced screw looked as planned in post-op imaging.